Event description:
Oticon medical representative reported a loss of communication with the cochlear implant neuro zti evo serial number (B)(4).

Manufacturer narrative:
Oticon medical representative reported a loss of communication with the implant. No in vivo assessment report was received. UDI : (B)(4).

Manufacturer narrative:
While this device has gained initial PMA approval,it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th, 2021 (international recall #211014).

Event description:
Oticon medical representative reported a loss of communication with the cochlear implant neuro zti evo serial number (B)(6). The device was explanted.

Manufacturer narrative:
While this device has gained initial PMA approval,it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The subject device is part of the voluntary field corrective action initiated for neuro zti on (B)(6) 2021 (international recall #(B)(4)).

Event description:
Oticon medical representative reported a loss of communication with the cochlear implant neuro zti evo serial number (B)(6). The device was explanted.